Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, the filter is tilted with two partially detached filter limbs were identified prior to the filter retrieval. Therefore, based on the image review the investigation is confirmed for filter limb detachment and filter tilt. Approximately one year and five months of post deployment, computed tomography guided placement of abscess drainage catheter was performed which showed images demonstrate that a leg of the patients inferior vena cava filter was adjacent to the abdominal aorta. Around eight years and eleven months later, computed tomography of abdomen and pelvis was performed which revealed there was an inferior vena cava filter in place. Some of the struts of the inferior vena cava extending outside the lumen of the inferior vena cava filter and approximate the abdominal aorta. The most posterior wire was fractured from the filter and opposes the posterior aspect of the abdominal aorta and could be traversing the posterior margin of part of the abdominal aorta. Around three months later, the patient experienced back pain, inferior vena cavography was performed for inferior vena cava filter removal which showed through the right internal jugular vein approach, a 0.018-inch wire was placed, and the needle exchanged for a 5-french dilator. A bentson wire was then advanced into the inferior vena cava and a 5-french dilator was removed. A 16-french long sheath was advanced into the inferior vena cava below the level of the inferior vena cava filter after serial tract dilation. Inferior vena cavography was then performed to assess the filter for captured thrombus. An insitu snare was formed through the apex of the filter utilizing a 5-french contra catheter, stiff glidewire and a 20mm snare. A 12-french laser sheath was advanced over the glidewire and an attempt to capture the apex of the filter failed. This process was repeated for a total of three times, finally the filter was captured with a 16-french sheath and apex was negotiated into the 12-french laser sheath. Cautery was performed and the sheath successfully peeled the filter away from the caval wall. Inferior vena cavography was performed to assess inferior vena cava integrity after filter retrieval. The images were reviewed. The 16-french sheath was removed, and hemostasis achieved with compression. No immediate complication occurred, and the patient was discharged from the angiography suite in satisfactory condition. There was no significant thrombus within the infrarenal inferior vena cava filter. Prior to the retrieval two fractured inferior vena cava filter legs are noted at the level of l2 and l2-l3 intervertebral disc. A new filter fragment seen at the level of l2, otherwise the filter successfully removed. Post removal cavography shows no contrast extravasation or leak. The reminder of the inferior vena cava filter was patent. Around one month later, computed tomography of abdomen and pelvis was performed which showed there was no evidence for abdominal aortic aneurysm. Status post retrieval of inferior vena cava filter. There was a waist in the inferior vena cava at the region of the prior filter. No definite thrombus was seen. The inferior vena cava remains patent. There was evidence of four residual fragments of the filter (three linear and one punctate). Three of them are most likely within the wall of the inferior vena cava. The fourth one courses posterior to the abdominal aorta. No evidence of hematoma within the retroperitoneum. Therefore the investigation is confirmed for perforation of the ivc, filter limb detachment, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of the ivc, filter limb detachment and filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2006). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately ten years post filter deployment, imaging demonstrated filter limbs extending beyond the caval wall, three detached limbs in the inferior vena cava and one detached limb near the abdominal aorta. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device was removed percutaneously after an unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain and lower back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records and images were provided and reviewed. Approximately seven months post filter deployment, the filter was identified to be tilted to the right by approximately 30 degrees. Multiple attempts to engage the apex of the filter were performed without success. Approximately one year five months post filter deployment, CT images demonstrated a limb of the filter adjacent to the abdominal aorta. Approximately ten years four months post filter deployment, a CT of the abdomen and pelvis demonstrated an incidental finding of some filter limbs extending outside the lumen of the ivc approximating the abdominal aorta and a detached filter limb opposing the posterior aspect of the abdominal aorta. Approximately ten years seven moths post filter deployment, initial attempts to retrieve the filter utilizing a snare were unsuccessful. The filter was captured with a 16 french sheath and the apex was negotiated into a 12 french laser sheath. Approximately two months post filter retrieval, a CT of the abdomen and pelvis demonstrated four detached filter limbs, three most likely within the wall of the ivc and one posterior to the abdominal aorta. Therefore, based on the provided images and medical records the investigation can be confirmed for a tilted filter, detached filter limbs, perforation of the ivc wall, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Image review: based on the images provided, a bard g2 filter was located at the level of l2 three of the lumbar spine can be confirmed. Based on the images provided, filter tilt can be confirmed. Based on the images provided, two partially detached filter limbs were identified prior to the filter retrieval can be confirmed. Based on the images provided, filter limb perforation the ivc cannot be confirmed, CT images of the ivc would be needed to confirm filter limb perforation. Based on the images provided, a guide wire was used in a looping fashion to capture and retrieve the vena cava filter, can be confirmed. Based on the images provided, guided fluoroscopy demonstrated three partially detached filter limbs post filter retrieval, can be confirmed. Based on the images provided, removal of the three partially detached filter limbs cannot be confirmed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt and filter malposition. Adverse event problem (device: 4001).

Event description:
It was reported approximately seven months post vena cava filter deployment, during scheduled filter retrieval, the filter was identified to be tilted and multiple attempts to retrieve the filter were unsuccessful. Approximately ten years post filter deployment, imaging demonstrated filter limbs extending beyond the caval wall, three detached limbs in the ivc and one detached limb near the abdominal aorta. During scheduled filter retrieval, the filter was retrieved with difficulty; no attempts were made to retrieve the detached limbs. The patient experienced nausea, abdominal pain and lower back pain that has subsided since the filter was removed. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain and lower back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records and images were provided and reviewed. Approximately seven months post filter deployment, the filter was identified to be tilted to the right by approximately 30 degrees. Multiple attempts to engage the apex of the filter were performed without success. Approximately one year five months post filter deployment, CT images demonstrated a limb of the filter adjacent to the abdominal aorta. Approximately ten years four months post filter deployment, a CT of the abdomen and pelvis demonstrated an incidental finding of some filter limbs extending outside the lumen of the ivc approximating the abdominal aorta and a detached filter limb opposing the posterior aspect of the abdominal aorta. Approximately ten years seven moths post filter deployment, initial attempts to retrieve the filter utilizing a snare were unsuccessful. The filter was captured with a 16 french sheath and the apex was negotiated into a 12 french laser sheath. Approximately two months post filter retrieval, a CT of the abdomen and pelvis demonstrated four detached filter limbs, three most likely within the wall of the ivc and one posterior to the abdominal aorta. Therefore, based on the provided images and medical records the investigation can be confirmed for a tilted filter, detached filter limbs, perforation of the ivc wall, and retrieval difficulties. Based on the image review, the filter is tilted with two partially detached filter limbs were identified prior to the filter retrieval. Therefore, the investigation is confirmed for filter tilt and filter limb detachment. Per medical records, multiple attempts were made to engage the apex of the filter were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition.

Event description:
It was reported approximately seven months post vena cava filter deployment, during scheduled filter retrieval, the filter was identified to be tilted and multiple attempts to retrieve the filter were unsuccessful. Approximately ten years post filter deployment, imaging demonstrated filter limbs extending beyond the caval wall, three detached limbs in the ivc and one detached limb near the abdominal aorta. During scheduled filter retrieval, the filter was retrieved with difficulty; no attempts were made to retrieve the detached limbs. The patient experienced nausea, abdominal pain and lower back pain that has subsided since the filter was removed. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain and lower back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post trauma was scheduled for placement of an inferior vena cava (ivc) filter. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the position of the renal veins and no filling defects. The filter was then deployed in the infrarenal ivc without incident. Follow-up venogram demonstrated satisfactory placement. The patient tolerated the procedure well and was hemodynamically stable. Approximately seven months post filter deployment, the patient was scheduled for retrieval of the filter. The filter was identified to be tilted to the right by approximately 30 degrees. Multiple attempts to engage the apex of the filter were performed without success. The decision was made to conclude the procedure and leave the filter as permanent. Approximately one year five months post filter deployment, CT images during placement of a drainage catheter demonstrated a limb of the filter adjacent to the abdominal aorta. Approximately ten years four months post filter deployment, a CT of the abdomen and pelvis performed for abdominal and pelvic pain demonstrated an incidental finding of some filter limbs extending outside the lumen of the ivc approximating the abdominal aorta and a detached filter limb opposing the posterior aspect of the abdominal aorta. Approximately ten years seven moths post filter deployment, filter retrieval was discussed as the patient indicated abdominal and back pain may be related to the filter. The physician was not certain if the filter was the cause of the abdominal pain but would pursue retrieval in attempt to alleviate the pain. Prior to the retrieval, two detached filter limbs were noted at the level of l2 and l2-3 intervertebral disc. Access was gained to the right internal jugular vein and an inferior venacavogram demonstrated no significant thrombus within the filter and a new detached limb was seen at the level of l2. Initial attempts to retrieve the filter utilizing a snare were unsuccessful. The filter was captured with a 16 french sheath and the apex was negotiated into a 12 french laser sheath. Cautery was performed and the sheath successfully peeled the filter away from the caval wall. Post procedure imaging demonstrated no contrast extravasation or leak. No immediate complication occurred, and the patient was in satisfactory condition. Approximately two months post filter retrieval, a CT of the abdomen and pelvis demonstrated four detached filter limbs, three most likely within the wall of the ivc and one posterior to the abdominal aorta. There was no evidence of hematoma within the retroperitoneum. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately seven months post vena cava filter deployment, during scheduled filter retrieval, the filter was identified to be tilted and multiple attempts to retrieve the filter were unsuccessful. Approximately ten years post filter deployment, imaging demonstrated filter limbs extending beyond the caval wall, three detached limbs in the ivc and one detached limb near the abdominal aorta. During scheduled filter retrieval, the filter was retrieved with difficulty; no attempts were made to retrieve the detached limbs. The patient experienced nausea, abdominal pain and lower back pain that has subsided since the filter was removed.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. However, medical records and images were provided and reviewed. Approximately seven months post filter deployment, the filter was identified to be tilted to the right by approximately 30 degrees. Multiple attempts to engage the apex of the filter were performed without success. Approximately one year five months post filter deployment, CT images demonstrated a limb of the filter adjacent to the abdominal aorta. Approximately ten years four months post filter deployment, a CT of the abdomen and pelvis demonstrated an incidental finding of some filter limbs extending outside the lumen of the ivc approximating the abdominal aorta and a detached filter limb opposing the posterior aspect of the abdominal aorta. Approximately ten years seven moths post filter deployment, initial attempts to retrieve the filter utilizing a snare were unsuccessful. The filter was captured with a 16 french sheath and the apex was negotiated into a 12 french laser sheath. Approximately two months post filter retrieval, a CT of the abdomen and pelvis demonstrated four detached filter limbs, three most likely within the wall of the ivc and one posterior to the abdominal aorta. Therefore, based on the provided images and medical records the investigation can be confirmed for a tilted filter, detached filter limbs, perforation of the ivc wall, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately seven months post vena cava filter deployment, during scheduled filter retrieval, the filter was identified to be tilted and multiple attempts to retrieve the filter were unsuccessful. Approximately ten years post filter deployment, imaging demonstrated filter limbs extending beyond the caval wall, three detached limbs in the ivc and one detached limb near the abdominal aorta. During scheduled filter retrieval, the filter was retrieved with difficulty; no attempts were made to retrieve the detached limbs. The patient experienced nausea, abdominal pain and lower back pain that has subsided since the filter was removed.